Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor gave low readings, causing a threshold suspend alarm, when the blood glucose was not low. The blood glucose reading was 90 mg/dl when the sensor reading was 300 mg/dl. It was advised that the customer call back when the issue was occurring to troubleshoot.